Manufacturer narrative:
Continuation of d10: product ID a820. Product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver unknown morphine. It was reported that the patient was in the hospital for hip surgery in the week prior to the report and had not used their device "in a little bit". The patient's pump was working and thought that she got the communicator wet because it would not connect. The patient just saw a "not found" message. Patient services confirmed that the location and bluetooth were on. The patient had connected the communicator again to the handset and it started working. The patient had not been able to get a bolus but the pump was working. The patient also stated that it sometimes took 10-15 minutes for the bolus to go through sometimes. The patient mentioned that it took a while to connect and get the bolus and this started a couple of months prior to the report. The patient stated that she got 8 boluses per day. Patient services walked the patient through resetting the communicator and clearing data on the handset. T he patient was able to connect to the pump and request/receive a bolus successfully. Troubleshooting steps taken with patient services resolved the issue. The patient planned to monitor and call back if there were further questions or concerns.